Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that both the high-voltage 'b' (rv coil electrode) and the superior vena cava (svc) impedance on the right ventricular (rv) lead were above the normal range. The svc coil of the rv lead was programmed off. It was further reported that a lead revision was performed and the issue was believed to be due to a loose setscrew on the implantable cardioverter defibrillator (ICD). During the lead revision, it was noted that the rv shocking coil pin was loose in the header. The pin was removed, washed off, re-inserted and the setscrew was tightened. The svc shocking pin setscrew was then loosened and the pin was pushed into the back of the header and the setscrew tightened. The lead impedances were tested and were within the normal range. The ICD remains in use. No patient complications have been reported as a result of this event.